Event description:
It was reported that the patient experienced three high-pressure alarms while priming cassettes within the past month. The pharmacist confirmed the clamps were removed and the extension tubing was correctly oriented, but the cassette tubing appeared compressed. The patient was receiving continuous remodulin infusion at 65 ng/kg/min. Pump position was unknown. There was a patient involvement and there were no additional adverse consequences.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.